Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record (lhr) revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. During a review of the lhr, it was noted that the expiration (use-by) date of the device is 12-august-2013. However, the device was used on (B)(6) 2013. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use instructs the physician to note the use-by (expiration) date.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending (lad) artery, which had no tortuosity. After pre-dilatation, reducing the stenosis to less than 40% a 3.0 x 18 mm device was advanced, but could not cross the target lesion. Additional pre-dilatation was performed and a 2.75 x 18 mm xience xpedition was than advanced, but also could not cross and during the attempt, the proximal shaft separated (outside the anatomy). A 2.75 x 18 mm xience prime stent was able to cross, but required force to do so. It was thought that there was calcium present that was not visible under angiography. There was no clinically significant delay in procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: ht bmw universal ii and ht whisper es; guide cath: launcher la6jl35 and la6jl40; other: guideliner 6f. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.